Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap chole procedure, the device fired one scissored clip and one that was completely open. There was no patient consequence.